Manufacturer narrative:
A separate medwatch is being submitted for the gore® excluder® aaa endoprosthesis involved in this event. It is unknown which device was involved in the endoleak. Additional device implanted: tgu262610/11140321. Udis of the lots: (B)(4). Medications ¿ atenolol, calcitriol, divalproex, lisinopril, aspirin, diltiazem, qvar, levothyroxine. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions in patients who have appropriate anatomy. The IFU states that the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with pseudoaneurysms resulting from previous graft placement or genetic connective tissue disease. The IFU states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper placement, endoleak, and reoperation.

Event description:
On (B)(6) 2013, the patient underwent treatment of an infrarenal abdominal aortic aneurysm and enlarging pseudoaneurysm with a distal anastomosis using gore® excluder® aaa endoprostheses and conformable gore® tag® thoracic endoprostheses. The aneurysmal degeneration was noted to be proximal to the proximal anastomoses of the previously placed tube graft. It was reported the proximal aorta was tortuous with two 90° turns, but CT reportedly showed a good landing zone for placement of the devices. It was reported the trunk-ipsilateral leg component was advanced and deployed down to the contralateral gate, and a contralateral leg component was advanced and deployed with no issue. A 26 mm conformable gore® tag® device (unknown which lot) was advanced without a sheath and deployed distal to the right renal artery; however, it was reported the device moved distally (amount unknown) after deployment due to tortuosity of the aortic neck. Imaging also reportedly showed evidence of a proximal type I endoleak. It was reported that during preparation to implant an aortic extender component for proximal extension, the 26 mm conformable gore® tag® device moved further distally, landing within the aneurysm sac. It was reported another 26 mm conformable gore® tag® device was advanced and deployed for proximal extension, but this device also moved distally (amount unknown). An attempt was reportedly made to access the left renal artery with the intent to deploy a stent in the renal artery and implant another conformable gore® tag® device more proximal in the neck. However, it was reported the stent could not be advanced through the renal artery due to tortuosity. A decision was made to conclude the procedure with the plan of doing an open repair or chimney procedure at a later date. Final imaging showed a proximal type I endoleak, but the distal aneurysm was noted to be excluded. The patient tolerated the procedure. On (B)(6) imaging reportedly confirmed presence of small proximal type I endoleak with the rest of the aneurysm noted to be excluded. On (B)(6) 2014, imaging reportedly showed unchanged aneurysm dilation of the inferior abdominal aorta and left common iliac artery. The proximal type I endoleak was reportedly again seen and noted to be unchanged. On (B)(6) 2014, imaging reportedly showed no evidence of endoleak distally. It was reported imaging could not confirm evidence of endoleak proximally due to visibility, but the distal pseudoaneurysm was noted to be excluded. On (B)(6) 2017, follow up imaging reportedly showed evidence of a proximal type I endoleak. It is reportedly unknown if any aneurysm enlargement occurred. On (B)(6) 2018, an intervention was performed whereby an additional conformable gore® tag® device was implanted for proximal extension on the previously implanted devices. It is reportedly unknown which device of the previously implanted devices was most proximal. According to the report, no additional stenting was performed during the procedure. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.